Event description:
It was reported that a patient's blood glucose levels reached 452 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. Inspection of the device found no issues capable of causing the reported failure to adhere. The cause of this event could not be determined. The data presented a rotational sensor error. This did not affect the operation of the device nor would contribute to the reported events. The cause of this error could not be determined.